Manufacturer narrative:
Inspected two opened and used enlite sensors and performed bicarbonate buffer test per specifications. Both sensors passed with accurate readings. Also, found both sensors cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported that the customer had some issues regarding their sensor. The customer stated that the insulin pump was not communicating with the sensor and that they were receiving a lost sensor alert. Troubleshooting was done. The customer's blood glucose was 183 mg/dl. Advised reorienting or relocating the transmitter or receiving device, or both. Performed troubleshooting for possible infusion set cannula or needle break. The customer stated that the infusion set had been in their body for an hour and found that the cannula had fractured. The customer was unsure if the cannula was still in the skin. Advised customer to return the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.